Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for three patients performed on an unknown date. This MFR. Report addresses patient three (3) of three (3). Confirmation testing via pcr (platform - unknown) was performed on an unknown date and generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: date of event provided in section b3 is an approximation, was not provided by customer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.